Event description:
The doctor reported that he observed post-operative interface inflammation, which required a subsequent lift of flap and wash of the corneal bed. The pt visual acuity is 20/25, with + 1 haze; prognosis is good.